Event description:
It was reported that after an unknown procedure, the anastomosis got incomplete. Resistance was experienced during firing of the device. The smallest staple height was chosen. The tissue donuts were complete. A leak test was performed. Anastomosis got incomplete on 3rd post-op day. The patient underwent a second surgical procedure to manage the complication. Due to the fact that the surgeon selected the smallest staple height, that might have led to tissue necrosis and anastomosis getting incomplete. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.